Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis. On an unreported date, the patient experienced an unspecified infection (details not provided). On an unreported date, the patient was hospitalized due to infection. Treatment was not reported. Subsequently the patient experienced peritonitis and was hospitalized two days later for the peritonitis. However, the treatment rendered for peritonitis was not reported. Concomitant therapy was not reported. On an unreported date, dianeal therapies were withdrawn. However, the patient outcome was not reported. Additional information was requested but was not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13d12119 was performed. No issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up report will be submitted. (B)(4).